Manufacturer narrative:
Hamilton medical ag reference: (B)(4). The reported event occurred on (B)(6) 2026 and involved a stuck expiratory valve membrane within the ventilator breathing circuit, which temporarily prevented patient ventilation. It was reported that the event resulted in a delay in patient treatment. Nevertheless, no serious deterioration in the patient¿s state of health was reported. After the patient¿s disconnection, the issue was resolved by removing and re-seating the expiratory valve membrane, which successfully restored device functionality and ventilation for the patient. This indicates that the incident was related to a reversible component positioning issue rather than a permanent product malfunction. Based on the available information, the most probable root cause is improper seating or displacement of the expiratory valve membrane within the breathing circuit. The immediate and successful resolution without component replacement supports this assessment. It is also noted that the action performed by the medical staff at the time of the event was effective in restoring normal device operation. Hamilton medical ag initiated on may 18, 2026 a field action about this issue with reference fsca-2026-05-03 (FDA reference: res 99028) based on the available information, the described issue is considered solved. The event is reportable and action was implemented through the field action.

Event description:
Hamilton medical ag received the following event description: "expiratory valve membrane stuck within the ventilator circuit leaving us unable to ventilate the patient." It was reported that the event resulted in a delay in patient treatment. However, no serious injury to the patient occurred.